Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis on (B)(6) 2022. Blood glucose reading was high. The customer treated high blood glucose with hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer reported pump had been rejecting batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.